Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sternal saw lock on the connector of the sternal saw was damaged. The saw is still operational. The end user requested to change the connector because it is loose sometimes. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Per the subsidiary associate, the broken part was fixed using epoxy in order to use the machine while waiting for the replacement part.